Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device tip fell off during an et procedure outside of the patient. The procedure was completed with an olympus backup device. There were no reports of patient harm.

Event description:
No additional information from the customer.

Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.